Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the partial lead in segments was returned for analysis. All conductors were stretched and blood/body fluid (not obstructed) was observed. The tip electrode insulation pulled apart (overstress) and all insulators were breached/cut. There was a white substance observed on the outer insulation. The lead had a lot of explant damage and no fracture was observed with the segment pieces that were returned.

Event description:
It was reported that there was complete fracture of the lead. The lead was implanted when the patient was 4 years old and there was insufficient slack to compensate for growth of the patient to current age 17. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was complete fracture of the lead. The lead was implanted when the patient was (B)(6) and there was insufficient slack to compensate for growth of the patient to current age (B)(6). The lead was replaced. No patient complications have been reported as a result of this event.